Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation the rear response button was non-functional. The cause for the failure was creased traces on the rear response button cable. The root cause for the creased traces could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that the monitor response buttons weren't working.